Event description:
It was reported that the swivel mechanism of the epiq cvx ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. A qualified field service engineer evaluated the system based on the customer complaint. The field service engineer cleaned and adjusted the solenoid assembly to address the customer¿s immediate concerns. After cleaning and adjusting the solenoid assembly, all system functional tests passed and no additional repair or analysis action was required. The system has returned to service with no similar issues reported.